Event description:
Complainant alleged that during biomed testing the device was unable to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
Complainant alleged that during treatment of a pt the device would not discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.